Manufacturer narrative:
B4: (B)(6) 2021. The philips field service engineer (fse) was dispatched to the customer site. The fse confirmed the reported issue due to the device being unable to operate. Following the evaluation of the device, the fse replaced the power pcba and the device was not operational. The power cord was observed to be bad and was replaced with a temporary cord. The power supply was then replaced and the device was operational. The device was then functionally tested and successfully passed specified tests. No other abnormality was observed. The power cord was temporary, so the fse advised the customer to replace it with a permanent cord that can stay with the device.

Event description:
The customer reported that the unit shut down while it was on a patient. The customer reported a philips fse was on site 2 weeks ago and replaced the power management (pm) board. The customer is reporting that the unit will not power on. The customer reported that the unit was in use on the patient, but no patient harm was reported. The unit was swapped out.